Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. A potential root cause for this failure could be mechanical failure, operator error, user hypersensitivity to latex, bacterial infection. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient was getting urinary tract infections with the 18 f foley catheter. It was unknown what medical intervention was provided for urinary tract infections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was getting urinary tract infections with the 18 f foley catheter. It was unknown what medical intervention was provided for urinary tract infections.